Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: surgical removal and hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. An attempt to retract the thumb advancer via the access ports was unsuccessful. The shaft of the device was cut and the device was surgically removed. Hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.